Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was contamination on ca board j1 pins causing intermittent contact to battery. The root cause of the contamination cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.